Manufacturer narrative:
The reported observation was confirmed. A review of labeling indicated the clinicians manual states that electrosurgery devices should not be used in close proximity to an implanted neurostimulation system. The clinicians manual also states that to avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Analysis of the returned device concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient undergoing an unrelated surgical procedure without placing the device into surgery mode prior to said procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an unrelated surgery on (B)(6) 2020 and did not place the ipg in surgery mode prior to the surgery. After the surgery, the ipg could no longer communicate with external devices, and the patient lost stimulation. Troubleshooting was unsuccessful in resolving the issue. To address the issue, the physician explanted the ipg and replaced it with a new model.